Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced. Effective stimulation was established.

Manufacturer narrative:
The report event of break/high impedance was confirmed. Analysis of the return lead found a kink/fracture on the outer tubing where all internal wires were broken, followed by a cam impression mark. The fracture was consistent with an overstress condition or sudden event the lead may have been subjected to while still in vivo.